Manufacturer narrative:
The device remains implanted in the pt. The review of the mfg records verified that this lot met all pre-release specifications.

Event description:
It was reported the physician implanted a gore helex septal occluder on 05/03/2012 to close a pt foramen ovale. During a f/u visit on (B)(6) 2012 the pt was diagnosed with atrial ectopic tachycardia and was started on flecainide. Further examination showed a positive bubble study. The pt was weaned off flecainide after 2-3 months and is now doing fine with no further arrhythmia issues.